Event description:
It was reported that an electronics performance indicator (epi) alert was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Analysis performed revealed no functional issues. A longevity assessment revealed the device was operating above elective replacement indicator (eri) voltage level with appropriate remaining longevity. Additional findings unrelated to the reported events indicated a visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.